Event description:
It was noted a pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect (vcc) kit was selected for use. Transesophageal echocardiogram (tee) was performed and confirmed there was no pre-existing pe. After the right femoral vein access, the transseptal puncture (tsp) was completed using vcc through the watchman trusteer access sheath (was). The was advanced into the left atrium (la) followed by a pigtail catheter to access the laa. A contrast shot was performed, then the physician added flexion to the was and advanced the pigtail catheter forward. The laa was perforated by the pigtail catheter. A small circumferential pe was noted and a 27mm watchman flx pro closure device and delivery system (wds) was inserted and the closure device implanted. The pe grew larger thirty (30) minutes post release of the closure device. A pericardiocentesis was performed, with 1300-1500ml of blood removed from the pericardial space. Approximately three (3) hours later, the patient was brought back to the operating room and the laa was surgically repaired. The patient is expected to fully recover. In the physician's opinion, the was and pigtail catheter combination perforated the laa causing the pe.